Event description:
The patient has had pain, swelling and loss of function. The patient has been booked for re-revision of her left knee on thursday (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Notification was received from bioengineering stating that the root cause is undetermined based on the information received and the investigation performed. It is not possible to determine a root cause for the pain, swelling, and loss of function. Damage was seen on the metal components. The tibial tray was left in situ after the first revision and this is a risk factor re-revision. No alumina was seen in the insert. Metal beads were seen in the insert as was damage typical of bone cement. The customer did not report a device defect. It is unlikely that there was a manufacturing fault. A review of the manufacturing records did not identify any anomalies. No previous complaints have been received with the lot codes provided. No corrective action is required. Duofix re-revision cases were reviewed in CAPA (B)(4) as a series. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Initial review identified that investigational input would be required from bioengineering. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering. The investigation will be closed with an interim report and will be re-opened when the bioengineering report is completed. (B)(4) 2012. Conclusion and justification status: following further investigation by bioengineering, notification was received that; root cause: undeterminable due to insufficient information available. Failure could have been due to patient factors, implant factors, surgical technique or surgical procedure. Surgeons have been advised "liner change and single component revisions may not be successful given the potential for retained particles within the joint. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.